Event description:
Mitek anchor was deployed into left shoulder. When surgeon went to pull the inserter out the tip of the inserter broke off inside the peek portion of the anchor, this caused the damage while retrieving the anchor.